Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 468 mg/dl, which was treated with an insulin pen. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.